Event description:
It was reported that the device reached early elective replacement indicator (eri). It was recommended to replace the device following shocks and an interrogation, when the device exhibited long charge times. Therefore the device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and the battery depletion was normal, meeting expected longevity.